Manufacturer narrative:
External insulation abrasion was noted at 11.2-12.1cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02914. It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right atrial lead and right ventricular lead exhibited lead noise that resulted into pacing inhibition. The noise was able to be reproduced with pocket manipulation. The right atrial lead was cut-capped and replaced on (B)(6) 2020 and the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable post-procedure.